Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
Customer reported receiving imprecise readings on his precision xtra blood glucose meter. The customer obtained readings of 1.9 mmol/l and 23.1 mmol/l. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. Showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.